Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine and unknown morphine. Dose and concentration information was unknown. It was reported that an empty pump occurred. The pump went empty on (B)(6) 2024 and the patient was in for a refill on (B)(6) 2024. Technical services reviewed considerations around the pump running empty and recommended filling the pump. Dosing considerations were discussed. It was indicating that the therapy was not intentionally discontinued prior to the empty reservoir alarm, the pump was not explanted prior to the empty reservoir alarm, and no symptoms were reported.